Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being to report the steerable guide catheter (sgc) leak. It was reported that during preparation of the sgc, it failed to hold column during preparation [leak]. There was no other damage noted to the device. The sgc was not used and another sgc was used successfully in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.